Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the missing glucose alarm alert while wearing the adc device. As a result, on the evening of (B)(6) 2022 to (B)(6) 2022, the customer was found by the son, no longer responsive, foaming at the mouth, and having a loss of consciousness. Hcp contact was made, a glucose test of 27 mg/dl was obtained, and the customer was provided an intravenous glucose infusion for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding the missing glucose alarm alert while wearing the adc device. As a result, on the evening of 14 mar 2022 to 15 mar 2022, the customer was found by the son, no longer responsive, foaming at the mouth, and having a loss of consciousness. Hcp contact was made, a glucose test of 27 mg/dl was obtained, and the customer was provided an intravenous glucose infusion for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation was performed. Visual inspection was performed on the returned patch and any evidence of misuse or abnormalities was not observed. The returned patch data was extracted. Glucose solution test was performed on the returned patch and monitored it's bluetooth connection for any missing data throughout the test. Any dropped packets or abnormal glucose readings during testing was not observed , indicating that the returned patch did not have any defects causing signal/connection issues. No malfunction or product deficiency was identified. Therefore this issues is not confirmed.. All pertinent information available to abbott diabetes care has been submitted.